Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the (product). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that the s3 system displayed an error message during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s3 system displayed an error message during set up. There was no pt involvement.